Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2022. During the procedure, the pull wire was disconnected from the jaws. As a result, the jaws failed to close and was removed. The procedure was completed with another coredx biopsy forceps. There were no patient complications reported as a result of this event.